Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was explanted, as of (B)(6) 2017. The pump would be sent back for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion: no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not experience any withdrawal symptoms but has more pain that usual. No cause was determined for the motor stalls. The pump replacement has not been scheduled yet. It was reported that the physician gave another medication plan for pain control and the patient¿s therapy is not working. No further complications were reported and/or anticipated

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine (10 mg/ml at 6.004 mg/day) via an implantable pump for an unknown indication for use. It was reported a motor stall occurred on (B)(6) 2017, and the critical alarm was ringing. No troubleshooting was performed. A pump replacement would be scheduled. It was noted there were no environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved. The patient status was alive ¿ no injury. No further complications were reported or anticipated. Pump logs were received. A motor stall occurred on (B)(6) 2017 at 09:58, with a recovery at 23:59. Another stall occurred on (B)(6) 2017 at 15:05, with a recovery at 23:26. A stall occurred on (B)(6) 2017 at 12:32, with a recovery at 13:15. Another stall occurred on (B)(6) 2017 at 13:59, with a recovery at 23:14. A stall occurred on (B)(6) 2017 at 16:00, with no noted recovery.

Event description:
Additional information was received. It was reported that the date of explant was (B)(6) 2017. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump, model# (B)(4), serial (B)(4), found a leaking pump tube outlet fitting due to damaged or missing o-ring. Analysis also found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Conclusion code (B)(4) was updated to (B)(4) and (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.